Event description:
Contact alleged that the pump was delivering insulin too slowly and blood glucose levels were not responding quickly enough, as compared to a non-tandem pump. During troubleshooting with tandem technical support, contact acknowledged that basal delivery rate for a non-tandem pump may not be similar to a t:slim pump.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.